Event description:
It was reported that a power-on-reset (por) condition occurred. Error code 0x0008 was provided suggesting the por was due to low voltage; however, the battery was full. The cause of the por was unknown. There had been no medical procedures and an overdischarge had not occurred. The por was cleared and the implantable neurostimulator was working.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: 2011-05-04 explanted: product type lead product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).